Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad traces. Unit received with cracked case at display window corners, reservoir tube lip, reservoir tube window corners, reservoir window and battery tube threads. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump act keypad button does not work and there ia great delay when the button does finally respond. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.